Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to peritonitis. Follow-up with the patient confirmed the patient was hospitalized on (B)(6) 2025 due to abdominal pain and was diagnosed with peritonitis. The patient reported she is being treated with one intraperitoneal (ip) antibiotic daily (drug, dose, duration not provided), and her abdominal pain has subsided. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition. The patient was uncertain what caused the peritonitis; however, she has resumed utilizing the same liberty select cycler without reported issue. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the patient continues to utilize the same liberty select cycler without any reported issues. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation. It is well established that esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to peritonitis. Follow-up with the patient confirmed the patient was hospitalized on (B)(6) 2025 due to abdominal pain and was diagnosed with peritonitis. The patient reported she is being treated with one intraperitoneal (ip) antibiotic daily (drug, dose, duration not provided), and her abdominal pain has subsided. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition. The patient was uncertain what caused the peritonitis; however, she has resumed utilizing the same liberty select cycler without reported issue. Subsequent attempts to obtain additional clinical information (e.g., causality, discharge summary, hospital records, medication records) were unsuccessful.